Event description:
Customer indicates the cannula is coming out of the body of the lancet. There is no report of adverse event, medical attention was not sought or required. Return of suspect devices was requested.

Manufacturer narrative:
Suspect product was returned. It was noted the product had expired 3 months prior to receiving the complaint. The devices were tested. It was determined the lancets did not meet specification. The likely cause is product had passed its expiry date.